Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient received shocks at home, and paramedics were called. External defib was delivered prior to transporting patient to the ER. The patient arrived at the hospital in vf, but additional external defib broke the rhythm. A capacitor maintenance test revealed alerts for output circuit damage and low, out of range high voltage impedance on the lead. A remote transmission from a week previous showed normal values for high voltage lead impedance. An insulation anomaly was suspected, but no anomalies were seen under fluoro or visually during the replacement procedure. The lead was capped and replaced. Patient condition was stable.